Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the device, or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an orthopedic procedure on (B)(6) 2020, and barbed suture was used. During the procedure, the suture got detached from the needle. There were no adverse patient consequences reported. Additional information was requested.